Event description:
Note: this report pertains the second of two suture cinches used in the same procedure. It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6), 2026. During the procedure, the cinch failed to deploy. There was an attempt to manually deploy the cinch, which was unsuccessful. The suture was cut and the cinch removed. The procedure was completed with a new suture and cinch. As a result, the procedure was prolonged by approximately 5 minutes. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: we are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11 device evaluation the returned suturing cinch was returned for evaluation. The unit returned with the partial detachment in the handle to manually fire cinch and without the plug and collar. In a microscopic inspection, it was identified the plunger slightly rotated in housing. Additionally, it was necessary to separate the hypotube from the handle to identify the crimp and screw marks in the hypotube and finally, beaded wire was found returned inside this component. On the other hand, it was necessary to kink the working length to identify the lumen inside, lumen was found. The reported events of cinch failure to deploy and cinch failure to cut are confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to deploy, cinch failure to cut, additional device required, handle damaged, catheter damaged, cinch wire break and prolonged episode of care were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. It was confirmed during the DHR review that there were no manufacturing deviations which could have contributed to the reported event. However, based on further investigation, a relationship was identified between the manufacturing process and the failure mode. Based on all gathered information, the product analysis discovered the catheter damaged, cinch wire broken and handle damaged. These events are catalogued as adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. For the event additional device required and prolonged episode of care it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. According to the physician's report, the device failed to deploy and cut during the procedure, which required the use of pliers to manually actuate the mechanism and enable device removal. This sequence of events indicates that an initial functional failure of the cutting mechanism must have occurred prior to the manual intervention. The device analysis revealed internal mechanical damage, including a partial detached in the handle, beaded wire break and component misalignment, which is consistent with a compromised actuation system. While part of the observed damage may have been related to the use of an additional tool, these findings are consistent with the reported functional failure. Therefore, the manufacturing process presents a relationship with this failure mode, and the investigation will be closed as a manufacturing deficiency.

Event description:
Note: this report pertains the second of two suture cinches used in the same procedure. It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to manually deploy the cinch, which was unsuccessful. The suture was cut and the cinch removed. The procedure was completed with a new suture and cinch. As a result, the procedure was prolonged by approximately 5 minutes. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: we are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.